Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of the implicated 22g winged autoguard IV catheter. The catheter adapter appeared to contain deformation in the threaded region where a flattened piece of adapter material was seen extending past the luer adapter threads, which likely affected the ability to make a proper connection. Your reported issue was confirmed as the burr was found to be the flattened piece of adapter. This was evidence to confirm a manufacturing related issue. Damage to the catheter adapter can occur during manufacturing due to the device handling within the machinery. This can occur due to misalignment of the machine grippers. The appropriate personnel have been notified

Event description:
It was reported that bd insyte autoguard winged plastic burr on the catheter hub connector. The following information was provided by the initial reporter: the customer has stated that there is a burr on the insyte autoguard winged 22g by 1in. Catheter on multiple units so they have pulled the lot from inventory. The burr has made it an issue tightening on their extension tubing to the IV, so this is something needing fixing. 28 aug date: aug 21st, 2024 no injury reported to patient or clinician. No physical sample, just picture evidence of the burr. There wasn¿t patient impact, if the IV was started and they could not connect the extension tubing to the hub, they had to restart an IV. Due to this issue patients were having to get poked more than necessary.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.